Manufacturer narrative:
The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the returned device and found the broken probe portion detached. The broken probe portion was returned and measured approximately 14mm in length. An u509 error code was observed when the device was attached to a test usg-400/esg-400. There was tissue buildup noted on the jaw of the device. The ptfe pad (teflon pad) was inspected and found to be slightly worn with metal exposed. This type of probe and teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe and teflon pad: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that five minutes into an unspecified procedure, the probe of the device cracked. The nurse reported that the device was being used on the patient¿s fallopian tubes when the probe damage was noticed. The hand-piece remained intact and no device fragment fell into the patient. The device was replaced and the intended procedure was completed. There was no patient injury reported. Additionally, the nurse reported that the probe completely detached after being removed from the procedure room.